Event description:
It was reported that on (B)(6) 2024 a 2.5x23mm and a 2.5x33mm xience skypoint stents were implanted in the right coronary artery (rca). Then, on 5/13/2024 the patient returned to the hospital with chest pain. The patient was found to have st elevation myocardial infarction (mi); therefore, coronary catheterization was performed and both implanted stents in the the proximal rca were noted to be totally occluded. The occlusion was attempted to be ballooned; however, only the mid portion of vessel was able to be reopened, the distal part remained totally occluded. The patient was on plavix, but the physician thought the patient was a non-responder; therefore, the patient given integrilin during the procedure and then the plavix was changed to brilinta. The patient is stable. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Electronic lot history record (elhr) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other incidents from this lot. The reported patient effects of myocardial infarction, angina and occlusion are listed in the xience skypoint everolimus eluting coronary stent systems instructions for use as adverse events that may be associated with percutaneous coronary intervention (pci) treatment procedures and the use of a stent in native coronary. A conclusive cause for the reported myocardial infarction, angina and occlusion, and the relationship to the product, if any, cannot be determined. The treatment(s) appears to be related to the operational context of the procedure. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional xience skypoint device referenced in b5 is filed under a separate medwatch report number.